Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. During deployment of a 3.0 x 15 mm otw xience xpedition, there was a leak noted at 4 atmospheres. The device was removed and an rx trek was used to fully expand the xience xpedition stent to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.